Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the IV was alarming occlusion on the patient side and when the nurse opened the IV controller door the tubing was found bubbled and then ruptured."